Manufacturer narrative:
(B)(4). A batch review will be performed. One sample was received at the plant for evaluation. Visual inspection of the sample confirmed a ruptured bladder. No other defect was observed. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that the bladder of a large volume intermate was ruptured during infusion of fabrazyme (non-baxter product). There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Approximately 25% of the solution was in the device at the time of the rupture. Microscopic examination of the bladder found no evidence of any abnormalities on its interior or exterior surface. The device is a combination product. The lot was manufactured from 04/05/2012 to 04/06/2012. The cause of the rupture could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.